Manufacturer narrative:
Product analysis: at analysis error 802 was found in the log files. The device failed its incoming inspection because of a ventricular pace pulse noise error. The customer did not approve the repair quote and the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator originally returned for preventive maintenance subsequently tested out of specification during manufact urer¿s analysis. There was no patient involvement. It was further reported that the facility requested to exchange the generator for a new one as they believed it was too recently purchased to be having issues.